Event description:
It was reported via social media comment by the patient that she was having breathing issues with vns. She also reported that she wheezes when she walks. Further information was received that the patient was seen by her physician to discuss the dyspnea. The patient claimed she felt as if the device were pushing on her heart and lungs and caused breathing issues, which was determined to be a description of the symptoms experienced by the patient and not literally occurring. The patient reportedly insisted that the device be turned off because she has not experienced these issues until vns was implanted. She wanted to "experiment" with it off for 3 months to see if it resolved the issues. It was later reported several years later via social media comment by the patient that this vns patient listed above experienced a heart rate increase when she would "walk about ten steps." It was stated that it felt like she had "run a marathon." It was later reported a year follow the last social media comment by a surgeon's office that the patient was scheduled for vns removal due to intolerable side effects, which were determined to be the events previously reported by the patient. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Describe event; corrected data; initial report inadvertently used incorrect wording for the event/problem description.

Event description:
Patient underwent generator explant surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.